Manufacturer narrative:
One gold-tite® square uniscrew (unisg) was returned for investigation. Visual inspection of the as returned product identified wear abut no damage to the screw threads. However the collar is noted to be fractured laterally and shaved down to the base hex feature. No preexisting conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 220392. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (220392) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (unisg). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was discarded and will not be returned to the manufacturer.

Event description:
The doctor indicated that the abutment screw fractured there was no reported damage to the implant or patient impact.